Manufacturer narrative:
B1 revised to reflect both adverse event and product problem on manufacturer device report 1220648-2025-25946. B2 revised to reflect death, the exact date of death is unknown 1220648-2025-25946. B5 revised to include patient outcome and mso statement which inadvertently was not included on manufacturer device report 1220648-2025-25946-1. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25946 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 manufacturing site name and address revised as was inadvertently reported incorrectly on manufacturer device report number 1220648-2025-25946-1. H1 type of report revised to reflect the patient outcome of death on manufacturer device report number 1220648-2025-25946. H6 revised to reflect the patient outcome of death on manufacturer device report number 1220648-2025-25946.

Event description:
After 69.48 hours of support the decision was made by the family to withdraw care place patient on palliative care and the patient expired. The exact date of death is unknown. Per the medical safety officer review it is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Additional information provided in d9, h3, h6 and h10. The investigation into the reported issue has been completed. Console logs did not contain any data relevant to this complaint. The console was evaluated, and the reported broken purge disc retainer was confirmed. The root cause of this issue was a broken purge disc retainer. Before sending this console back to the customer, field service was instructed to perform the following: replace the blue purge disc retainer, purge disc detect flag, and purge flag spring, perform preventative maintenance and all functional checks on the console and optical system.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during purge cassette replacement, the disc holder on the automated impella controller (aic) was inadvertently torn off. The aic was replaced to resolve the damage. There was no patient harm and support continued with the implanted pump.